Event description:
On 11/21/83, an aus device was implanted. On 11/27/91, the balloon and pump were revised. On 7/9/96 the cuff was revised. On 7/25/96, the cuff and pump were removed from the pt and replaced due to the tubing being disconnected from the cuff to the pump.